Manufacturer narrative:
Device trace download analysis confirmed the device alarmed battery power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 10 mmol/l at the time of incident. The customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The customer was advice the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.